Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, tissue was stuck to the jaws of the vessel sealer extend (vse) instrument and failed to release after cautery. The customer stated there was no additional unexpected tissue removal due to this event and there was an unspecified "normal" amount of bleeding. The issue was resolved by installing a new vse instrument. The procedure was completed as planned.

Manufacturer narrative:
Intuitive has not received a da vinci product to perform failure analysis at the time of this report. A review of the vessel sealer logs for this procedure has been performed. The logs show that the vessel sealer extend (vse) instrument was installed two times and passed homing two times with 18 cut complete events and one cut failed event. The logs show 5 coag and 56 seal events were performed with no errors.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument associated for failure analysis investigation. A visual inspection displayed no signs of physical damage. There was no problem detected. The customer initially reported the event against a vse instrument (part #480422-03; lot #k14250913); however, the customer returned vse instrument (part #480422-03; lot #k11250912-0145). The customer confirmed the received product was the vse instrument associated with this event.

Event description:
Refer to h11 for follow-up information.